Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl in 2009. She stated she received no "reaction" from her infusion device when she attempted to bolus. She switched to her backup infusion device. Her normal blood glucose range is 120-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.